Event description:
It was reported the patient¿s blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 25 and 36 hours on the back. It was noted that the cannula was possibly not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was observed to be damaged. During the investigation, the damage prevented fluid from exiting the distal tip of the soft cannula and signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The device was received with post use damage at the top and bottom housing, the reservoir and the chassis. Battery voltages were very low, device could not be downloaded because the master pdm could not make connection. The exact cause of the master pdm failing to pair with the device could not be detemined. No damage or defect could be found on the pcb.